Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture. A new lead different model was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is returned for analysis, this report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture. A new lead different model was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is returned for analysis, this report will be updated upon completion of analysis. It was reported additionally via technical services (ts) discussion with healthcare facility, that this lead was also explanted due to chronic high capture thresholds, undersensing p waves, and noise that was not sensed.